Event description:
It was reported that the device was used during a partial gastrectomy. The device was closed on the tissue and it fired and it cut through the tissue, but the staples did not form. This occurred with two devices. After maintaining hemostasis, the staple line was completed with suturing. There was some blood loss, but no blood products were required.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.